Event description:
Atrial & ventricular leads and device placed. During testing, pt respiratory arrested, "bought chest tube & triple lumen catheter". Was found to have rt pneumothorax. Then went into complete arrest and never recovered. Intubated.